Event description:
The customer reported via the (B)(6), that while carrying a patient downstairs, the tracks did not stop the chair from moving and the chair and patient fell from the top to the bottom of a flight of stairs. The customer further reported that the patient sustained no injury, however, the members of staff sustained right leg pain, and lower back pain from the situation.